Event description:
Siemens received a report on (B)(6) 2011, noting that when the operator moved the table down at the end of a patient's simulation session on the simview 3000 simulator, the table rapidly fell down about 50 cm with the patient on top of it. Reportedly, the patient was not injured. The patient came down from the table and went out of the room on his own. Since that time the table did not move in the vertical direction. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2011 and are mailing the MDR on (B)(4) 2012. Siemens customer service engineer found during evaluation that the main chain for the motor and the lifting screw or barring were both broken. The broken chain was replaced, and a new table base and table cable were installed. The simulator is back in use by the customer. (B)(6).